Event description:
It was reported that the patient's ipg was explanted at an unknown date back in 2017 due to discomfort at the ipg site. As a result, the patient's ipg was replaced and relocated through surgical intervention, which addressed the issue.